Event description:
It was reported that during an open breast surgery, a 1st degree burn and a very small puncture wound occurred on the hand of the surgeon caused by electric shock. The burn site was treated with medical ointment. Another ft10 unit was used to complete the procedure. The patient was safe without any burn.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6)). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a burn on the surgeon's thumb. The device is not shown. Functional testing found that without receiving the device, a detail investigation could not be performed for the reported complaint. The customer is advised to return the device, so a complete evaluation can be performed. If additional information is obtained, or the product is returned, this investigation will be re-opened. It was reported that there was device related burn and device related shock. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.